Event description:
It was reported that the surgeon inserted an aa4203tl toric silicone plate lens and the lens tore. The incision was enlarged to remove the lens and sutures were required to close the wound.

Manufacturer narrative:
Evaluation codes: results (other): visual inspection of the returned product found a small piece torn off and missing from both haptics. There was evidence of clear surgical residue. Conclusions -(no conclusion can be drawn): based on the complaint history and the eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.